Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump would not announce alerts for low blood glucose (bg). No reported adverse impact to the customer's bg. The customer continued to use the pump for insulin therapy.